Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer stated that the bolus wizard was not taking his active insulin into consideration and it was not calculating a correction for his high blood glucose. It was only calculating for his food. Customer stated that he has noticed it happening on and off for the last couple of months. Troubleshooting was performed and the bolus estimate was adjusted. Customer's blood glucose was 278 mg/dl or 272 mg/dl. Customer stated the number showing up was different than before. Customer stated that the bolus wizard calculated correctly the second time. Customer stated that the issue was a mathematical error. Customer was advised that the insulin pump will be replaced.